Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: component failure causing battery to drain. No replacement product since no customer address on file. Nota: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for dead meter. Wife is calling on behalf of the customer. At the time of the call, the customer reported symptoms of dry mouth and thirst. Medical attention was not needed at the time of the call. The customer was using the proper test strips and strips were inserted correctly. During the call the meter turned on when a test strip was inserted and by manually pressing the "s" button. During the call a blood test was performed by the customer non-fasting and produced test result of 198 mg/dl using meter.